Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone xs max (ios 16.3.1) with mmt1886 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Most likely, this is related to the user's phone settings, because we cannot control notification sounds from the application side. We can disable notifications completely, but the user states that they are receiving them, just without sound. The issue with the alert sound is most likely due to a change in the device's sound or voice settings, which can cause this behavior. Few reasons why users could have these problems and steps to resolve them. Please note that all of them are related to phone and os level settings and not related to our application. Notification sounds are disabled in app settings the user might have disabled sounds for the app in ios settings. Check: settings apps minimed mobile notifications sounds make sure it's on. 2. Iphone is in silent or do not disturb mode if the silent switch on the side of the iphone is on (orange visible), sounds won't play. If do not disturb, sleep, or focus mode is active, notification sounds are suppressed. Check: settings focus ensure no focus mode is currently active. Volume level too low if the ringer volume is set too low (or muted), sounds might be inaudible. Check: settings sounds haptics ringer and alerts adjust the volume slider. Notifications are allowed, but alert style is set to none if no alert type (lock screen, notification center, banners) is selected, sounds may not trigger visibly or audibly. Please also check with the customer do he has apple watch. It's possible that notifications come to watch itself; in this case, there will be no sound on phone. We are proceeding to close the ticket as helpline dint provided any response on the recommendation steps shared, if customer still face issue we request helpline to reopen ticket medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no notification sound on the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.